Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported to sales rep by the surgeon that a head had "disassociated" from a stryker stem. He asked that the sales rep bring stem extraction instruments and liners for the case the next day. During surgery, he stated that the taper was damaged and metallosis was present. He revised the stem to a (B)(6) implant.

Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was confirmed following review by a clinical consultant. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: the event is confirmed. There are two very poor quality x-rays that do allow to observe that the femoral head is malaligned with respect to the stem taper and thus severe trunnion damage must be present, a catastrophic trunnion failure with femoral head disassociation. The quality of the x-ray is however such that it is not possible to establish any potential contributing procedure-related factors with regard to component position or otherwise. The cup area is completely blanked out. As such, it is not possible to solve this case with the current information. More clinical information and better quality x-rays are required at minimum. Conclusions: a review by a clinical consultant confirmed the disassociation event but could not determine the root cause. Further information such as device details, return of device, operative reports, better quality x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported to sales rep by the surgeon that a head had "disassociated" from a stryker stem. He asked that the sales rep bring stem extraction instruments and liners for the case the next day. During surgery, he stated that the taper was damaged and metallosis was present. He revised the stem to a smith and nephew implant.